Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient had a slip and fall and was experiencing shocking from the interstim device. The rep recommended to the hcp to shut the device off. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp)via the manufacture representative (rep) reported they were just notified by the hcp on the week of (B)(4) that the patient was scheduled for a revision on (B)(4). The rep stated they did not know when they were notified of the fall and shocking. The rep stated the steps taken to resolve the shocking was the patient consulted with the hcp. The rep stated they did not know how the device was affected by the patient falling. The rep noted there was out of impedance. The rep noted they did not know the date the patient fell. There were no further complications that have been reported as a result of this event.